Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that an impedance test was performed per normal programming, and electrode 4 was showing high impedances, but it is not programmed. The patient is getting good bilateral coverage of the back and legs. There were no patient symptoms or complications reported.